Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address significant local tissue reaction with pseudotumor but only mild abductor involvement. During the preoperative workup, it was indicated that the patient had an elevated esr but normal crp and so an aspiration was performed demonstrating 29, 000 wbcs with only 8% polys and no growth. Metal ion levels were elevated. Mars MRI demonstrated a pseudotumor. The patient was diagnosed with adverse local tissue reaction due to his metal on metal component. Intraoperatively, 20 cc of yellow-brown fluid was aspirated, there was significant metal black stained tissue within the capsule, the trunnion had mild evidence of corrosion. Finally, the stem was stable and without significant osteolysis. Doi: (B)(6) 2007; dor: (B)(6) 2019; (right hip).